Event description:
Patient has skin tear on right upper back from defibrillator pads placed on patient's back in operating room (or). Electrode defibrillator pacing adult. Patient had open heart. When they have open heart the hands free defib. Pads are placed on the back. When patient arrived from the or she had a skin tear noted in the shape of the pad.